Event description:
It was reported that the patient of this implantable pacemaker expressed concerns regarding her heart rate and overall, health. The patient reported having a mammogram and feeling lumps, which the healthcare provider suggested might be related to her pacemaker. However, the patient feels like the device might have shifted. As of this time device remains in service. No adverse patient effects were reported.